Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a microvasive extractor retrieval balloon catheter was inspected at the (B)(6) of health laboratory on (B)(6), 2010. According to the complainant, during observation of the microvasive extractor retrieval balloon, a filament was found inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in the (B)(4) of health laboratory.

Manufacturer narrative:
The complaint device was received inside the unopened package. No damage was noted to the packaging of the device. The complaint that a filament was found inside the sealed package was confirmed as visual evaluation revealed one 6mm black fiber inside the sealed pouch. The origin of the fiber was not able to be determined through investigation of this complaint device.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a microvasive extractor retrieval balloon catheter was inspected at the tunisian ministry of health laboratory on (B)(6), 2010. According to the complainant, during observation of the microvasive extractor retrieval balloon, a filament was found inside the sealed package. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in the tunisian ministry of health laboratory.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.